Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was to trial a neurostimulator. It was reported that the lead had a bent point. Images of the lead were provided. They took another lead from a kit, and the issue was resolved. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. The issue occurred pre-operative.